Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, foreign material remained in air/water-cylinder, air/water-channel, and auxiliary water channel for the device was returned to olympus without reprocessing at the user facility. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection . IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope air / water tube, air / water cylinder and jet tube had foreign material. There were no reports of patient involvement.